Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with a competitor's device for unspecified reasons. While undergoing preliminary analysis it was identified that this device did not meet expected longevity.